Event description:
Epidural catheter was placed in laboring patient. Once epidural was inserted, it was noted that medication would not inject. The epidural catheter was removed and was found to not have any holes at the inserted end for medication to be administered.